Manufacturer narrative:
A good faith effort was made by medtronic to obtain details regarding this event, and no information was received. Without the return of the device, medtronic is unable to determine a relationship between the product and patient outcome. Month and year valid for device manufacture and expiration dates. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a family member calling medtronic technical services stating that the patient passed away as a result of a "dysfunctional mechanical heart valve" after being implanted for 21 years and 11 months. The family member reported that the patient experienced a syncopal event and was taken in an ambulance to the hospital. On route to the hospital, the patient went into cardiogenic shock. The family member reported that surgery was not an option as the health care professional (hcp) stated there was too much blood loss. Attempts to obtain further information were not successful.